Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the emergency room following a syncopal episode. Electrocardiogram showed complete heart block with an escape rhythm at 40 beats per minute. There was ventricular pacing without capture. An alert had triggered for high impedance on the right ventricular (rv) lead. Impedance was out of range high. At full output there was intermittent capture only if the patient's arm was held across the chest. Fracture was suspected, although fluoroscopy showed no obvious abnormality. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.